Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter fracture occurred. A guidezilla guide extension catheter was selected for use. During preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.